Manufacturer narrative:
The date of the event was reported as "a day or two ago". The reported lot number of 48228953 is not a recognized baxter number. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-30 (malfunction in a/d converter circuitry for air detection: a/d conversion did not complete in 50 ms) alarm. The event occurred during device testing. There was no patient involvement. No additional information is available.